Event description:
The physician had successfully deployed a coil into the aneurysm. The subject device was being repositioned when resistance was encountered and the coil stretched. The physician was removing the device using a snare when a "dissection occurred in the internal carotid artery and started to occlusive." The coil was removed and no action was taken to deal with the dissection. No other information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications. Analysis of the returned device found that the only part of the coil was returned for analysis. The coil was noted to be extensively stretched to such an extent that it resulted in coil breakage. From the information provided there is no indication that there was any device nonconformance or misuse that contributed to the reported vessel dissection. Vessel dissection is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore, it was determined that the reported event was an anticipated procedural complication. The degree of stretching found to the returned coil is indicative that excessive force was applied resulting in the coil breaking. It was concluded that operational context was the most likely cause of the coil breaking.

Event description:
The physician had successfully deployed a coil into the aneurysm. The subject device was being repositioned when resistance was encountered and the coil stretched. The physician was removing the device using a snare when a "dissection occurred in the internal carotid artery and started to occlusive." The coil was removed and no action was taken to deal with the dissection. No other information was provided.